Manufacturer narrative:
The tear seen at explant was confirmed. All three leaflets were torn. Information from the field indicated that one cusp was damaged with dissecting scissors during explant. There was circumferential fibrous pannus ingrowth on the inflow surface, which extended onto the bases of all three leaflets. Leaflet 2 also contained pannus on the outflow surface of the leaflet. Calcifications were present in the pannus on leaflets 1 and 2, and microcalcifications were present within the tissue of leaflet 3. No acute inflammation was present. The cause of the tears and calcification could not be conclusively determined; however the host to device reaction (pannus formation), along with the explanted valve size larger than the replacement valve, are possible evidence of fusion to the patient aortic wall. This, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 25 mm trifecta valve was implanted. On an unknown date, the patient presented with cardiac insufficiency. Infective endocarditis and structural valve deterioration were diagnosed. On (B)(6) 2019, the valve was explanted and replaced with 23 mm inspiris resilia aortic valve. Post explant it was noted that the leaflet at the stent post between the left coronary cusp and non coronary cusp had been ripped away from the stent post. During explant, the right coronary cusp was damaged by dissecting scissors. The patient is reported to be stable.